Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens inserted into the patient's eye and noticed a tear in the optic. The lens was explanted and replaced with another lens in the initial procedure. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was returned for analysis and the reported complaint was observed. Iol (intra ocular lens) returned adhered to card. No device returned. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn near the haptic/optic junction. We are unable to determine the root cause for the reported complaint "tear in the optic". The device was not returned. No though investigation can be completed based on the available information. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).